Manufacturer narrative:
Correction b5: this occurred on an unspecified quantity of units reported as ¿at least eight times¿ and ¿the sets had to be replaced¿ (reported as quantity one on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set would not flow. The extension set would not allow any fluid through the valve or it was simply ¿trickling¿ through while putting maximum pressure on the syringe. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.